Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump shut off without any alarms. Customer's blood sugar was over 600 mg/dl. Customer stated that she had already talked to her doctor. Customer checked her alarm history and found a battery out limit alarm. Customer stated that the pump was not rewound and there was nothing on the screen. Customer stated that the pump display was blank. Customer replaced the battery and declined troubleshooting for the high blood glucose. Customer stated that the pump was not dropped, bumped, or exposed to moisture. Customer was using a duracell battery. The battery cap and battery compartment were not damaged or corroded. Customer was advised to insert a new battery and stated that the display returned. Customer was advised to monitor the pump. Customer will receive a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.